Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective buffer valves and reference valve. The fse replaced the buffer valves and reference valve which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their au480 clinical chemistry analyzer on 29 november 2024. The samples were re-run on 24 december 2024, with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data demographics. Data was provided for four (4) patient samples.